Manufacturer narrative:
Additional information was received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was off the insulin pump since (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and pump programming. Customer's blood glucose value was 500+ mg/dl. Troubleshoot was performed. Customer needed assistance and was assisted with programming pump, stated she's been high since she hasn't been on pump. The product was not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).